Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was not returned for evaluation. A photo of the complaint device was provided from our affiliate, which was used for this evaluation. Visual observation of the photo revealed the outer hub/shaft of the fms blade is intact. The inner hub/shaft of the fms blade has a broken metal shaft very close to the plastic hub. It appears to be a relatively clean break. This complaint is confirmed. The two plastic hubs show heavy signs of use. The damage to the device was likely caused by excessive lateral force being applied during use. The product IFU states, ¿excessive side loading may result in blade wear and degradation, as well as clogging and/or seizing.¿ the root cause for this failure is likely an application error, excessive side loading being applied which damaged the device. A review of the depuy synthes mitek complaint system revealed no other complaints of any kind for this lot of devices. No corrective action is required and no further action is warranted at this time. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product has a (B)(4) unrelated to the compliant condition. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure of the shoulder, it was observed that the full radius 4.0mm 5pk device stopped moving correctly. According to the reporter, the surgeon was using full radius cutter in bone then stopped moving correctly. It was reported that the surgeon swapped to a burr and the procedure was completed as planned with no patient impact. Following the procedure, the blade was inspected and the inner shaft had broken. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.